Manufacturer narrative:
This adverse event was one of three reported in an advance publication and was not reported directly to the manufacturer. A request for additional information has been made and limited patient information received. There was no device deficiency reported. The publication is circulation journal, doi: 10.1253/circj.cj-19-0766. The physician reported the adverse event was not directly related to the device. However, causality could not be established so the event is being reported. Vascular damage is a known potential adverse event of catheter ablation procedures.

Event description:
An advance literature publication reported a vascular access complication in a pulmonary vein isolation (pvi) procedure. The patient developed a severe groin hematoma, which was treated by blood transfusion. No surgical intervention was necessary. No product information was provided and no device deficiency reported. The vascular access complication was reported as not directly related to the manufacturer's device.